Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose level was 94 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.